Event description:
It was reported that the ventilator was not delivering the set volume.there was no patient harm. (B)(4).

Manufacturer narrative:
The investigation has been completed. The ventilator was inspected by our field service engineer (fse), the reported issue was not reproduced, no defects were found. No parts was replaced. The logs confirm the reported issue, alarms were generated during ventilation, this occurred on (B)(6) 2017, date of event is update accordingly. The root cause could not be determined with the available information. If the underlying cause is present may lead to high airway pressure and low delivered volume. Alarms will be generated.

Event description:
(B)(4).